Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced handling difficulty with teflon 6 mm infusion sets, pulling the site out of the applicator when removing the spiral paper, which led to improper deployment and supply loss without impact to blood glucose. Symptoms included no reported clinical effects. Outcomes included replacement supplies shipped and a charger provided. Investigation included a review of user handling and product use. Investigation of this case revealed user technique contributed to the infusion set being dislodged during application. It was concluded that the event was related to user handling and that device function was not implicated.